Manufacturer narrative:
Unit received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. No unexpected restart alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Customer reported replacing the battery and getting an unexpected restart alarm. Blood glucose level at the time of the incident was 260 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.